Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: puncture on the cable of the electrical system; image quality "poor image" due to the faulty of the charged coupled device; the lens had a damaged coupler; and the device failed the leak test. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd autoclavable camera head, image problem image problem poor image. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickers and quality got poor due to failure of charged coupled device (ccd). The cause of occurrence of failure of charged coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.